Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reports intermittencies in hearing. No trauma is reported. Re-implantation is considered.

Manufacturer narrative:
Based on the received information from the field, during implantation surgery a full insertion could not be achieved. Reportedly seven channels were left out of cochlea and hearing performance was not optimal since beginning. However, in situ measurements point additionally to a damage of the active electrode, likely due to device minute mobility, which contributed to the observed lack of benefit. Currently no information is available in regards to possible next steps.

Event description:
The recipient reports intermittencies in hearing. No trauma is reported. Re-implantation is considered but no date has been scheduled yet.